Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation of the right ventricular (rv) lead, the helix would not open after it being rotated continuously multiple times. The physician removed the lead and it took multiple times to extend the helix. The physician suspected the lead for malfunction and replaced the lead, which was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.